Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical was made aware of a complaint on 08jan2019 stating "resistance primary biopsy channel during reprocessing", involving video gastroscope, model eg-2990i, serial number (B)(4) through the pentax medical customer service department. No other information was provided at the time of the report. The gastroscope was returned to pentax medical for evaluation on 17jan2019. The pentax medical service repair technician documented a check valve stuck inside biopsy inlet t-piece on 18jan2019, confirming the customer's complaint. Other inspectional findings included: air/ water socket cylinder o-ring chipped, failed wet leak test, suction function low flow, suction tube resistance, failed dry leak test, ground wire disconnected, bending rubber pinhole, umbilical cable single buckled under pve root brace, insertion tube mild discoloration at stage 1, fluid invasion not observed in control body, bending rubber leak at middle section, pve electrical connector frame mild corrosion. On 18jan2018, the service repair team notified the complaint handling unit of the stuck check valve. Multiple good faith efforts were performed and the customer responded via email on 30jan2019 stating that they were not aware of the stuck accessory in the scope. They believe that since they reprocess all scopes along with accessories placed in a bag, the check valve was stuck in the biopsy valve after reprocessing and placed on the scope so when suction was initiated the check valve got sucked into the inlet t piece. When the user felt the resistance during the procedure, the scope was pulled immediately from circulation and subsequently called in for service and a new scope was used to finish procedure. This event did not contribute to or cause a serious injury or death of a patient or user. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. The gastroscope was repaired and returned to the customer on 25jan2019.